Event description:
Per provider the valve is stuck. Per independent repair center statement the unit is alarming or red light. The rexroth valve is stuck. The poppet and kit valve not shifting. The zip ties tubing is leaking and the warm clamp tubing is leaking.